Manufacturer narrative:
B1. Corrected to capture adverse event and product problem. D4. Updated to include UDI for the primary component. H6. Corrected to include impact codes inadequate treatment, reprogramming device, inappropriate treatment and device code application program problem. H11. Updated to include UDI for both related lead components. Block b3: exact date unknown, event occurred in march 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7081278 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7081046 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing stimulation in the stomach and was not receiving relief from spinal cord stimulation (scs) despite multiple reprogramming attempts. The patient underwent a revision procedure, wherein the spinal cord stimulation (scs) leads were moved down. The physician opted to replace the implantable pulse generator (ipg) in case the issue was related to the battery. The patient was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing stimulation in the stomach and was not receiving relief from spinal cord stimulation (scs) despite multiple reprogramming attempts. The patient underwent a revision procedure, wherein the currently implanted spinal cord stimulation (scs) leads were moved down. The physician opted to replace the implantable pulse generator (ipg) in case the issue was related to the battery. The patient was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6). Batch: 7081278/7081046.